Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: catalog: 502-11-58f description: trident hemispherical cluster hole shell lot: 26439001; catalog: 6260-5-132 description: 32mm std v40 taper vit head lot: 24505404. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot or sterile lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer queried expiry dates of 3 devices which had been implanted into a patient. The patient has experienced an unspecified event. Update: the customer reports that the patient's joint is infected; the customer has request expire date of the devices.